Event description:
Nurse inserted a 22g catheter near the patient's ankle, got their flashback, removed stylet and placed needle aside due to the unusual IV site. While they were cleaning up their area, they were stuck by the needle in the tip of their right index finger. At that time they noted that the safety clip had failed to deploy. Nurse is following hospital protocol for post needle stick injury.